Event description:
Extent of injuries (include medical attention required): the thumb of the left hand was nearly severed. Witnesses unknown. Description of the event; an instrument container lid was wedged in the sonic compartment and reporter had drained the machine. After the machine was drained, he had reached into the sonic compartment to get the lid. In doing so, the sonic elevator had finished lowering catching his left thumb. Reporter did not shut off the air supply and relieve the stored energy. Reporter reported. Describe any evidence of misuse of product by user: n/a.

Manufacturer narrative:
Reporter, the injured person, is the supervisor of sterile processing. He was called over when it was discovered there was a jam in the 777 washer. It is believed that the jam was caused by the wrong basket being used for the instrument being put into the washer. The baskets are bar coded, which tells the washer whether or not to do a sonic wash. The instrument placed into the washer should not have gone through the sonic bath. However, the sonic elevator did lower the basket into the sonic instrument bath and an instrument container lid became wedged into the sonic compartment. He told (steris technician) that he drained the water from the sonic compartment, but forgot to shut off the air supply, which would have relieved the stored energy on the elevator. When dwayne reach into the sonic compartment to get the lid the elevator finished lowering and caught his left thumb nearly severing it off. Pt went to the emergency room and into surgery. He has a plate and screws in his hand and thumb. He is supposed to get a cast on friday, which he will have for six weeks. He was back at work yesterday (2007). In the operator manual the following safety precaution warning is present on page 1-1: if an obstruction or a jammed basket is present in the ultrasonic cleaner chamber, press emergency stop push button to de-energize. The customer did not do it and the elevator has stayed energised.